Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the medium-large clip applier was unable to hold the clip. No fragment fell inside the patient and no known impact or patient consequence was reported.